Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery with a balance middleweight (bmw) elite guide wire, which was advanced through a guiding catheter. There was resistance felt when the bmw guide wire was being removed from the guiding catheter, which caused the guide wire to separate in the ascending aorta. The separated portion of the guide wire was removed with a snare device. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although the reported difficult to remove was not confirmed due to the noted separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.